Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A doctor reported to baxter (B)(4) that an accidental disconnection occurred between a minicap extend life transfer set with twist clamp and a titanium adapter. This report is addressing the disconnection of the minicap transfer set. This event occurred four times over a period of one year. This report is 3 of 4. There was no patient injury reported. No further information is available.